Event description:
The manufacturer received information alleging a patient with a dreamstation st30 device passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/10/2024. The device was returned to a service center where it was inspected internally and externally. Evaluation results determined no errors were found. The sd card was fitted. Pollen and fine filters were replaced. Additionally, the device was cleaned and passed all tests. In addition, appropriate code updated/corrected in this follow-up report.